Manufacturer narrative:
Manufacturer year 2011. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. As a result of the corneal burn, a suture was required to close the wound. A description of the event is that the surgeon had a cataract patient that had about a 4+ dense lens and by the end of the phaco procedure, the surgeon noticed what was thought to be a small, central to the incision, slight whitening of the cornea. At that time, the incision appeared to seal properly. At a post op exam, the surgeon noticed a mild leak and had the patient back in the operating room to place a stich. It is unknown if the event occurred due to the phaco energy applied during the procedure or due to the density of the lens. A johnson & johnson representative commented that the white star feature was not enabled when the dense and sculpt setting was activated.

Manufacturer narrative:
Additional information: follow up was received stating the surgeon has reported the equipment was not the issue that caused the event. The surgeon stated it was due to the density of the patients lens and power needed to remove it. The equipment is working fine, and the surgery center is not requesting service. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.